Manufacturer narrative:
Implant regio 22 fractured. Construction was placed on 4 implants. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded mechanical overloading on the implant and patient related bruxism.

Event description:
Implant fracture.

Event description:
Implant fracture.